Event description:
The report from the study database indicated that: a patient with a history of pci, stenting, and previous mi underwent a procedure to a 3mm, non-tortuous distal rca with 99% stenosis. The vessel had been treated with three bare metal stents (bms), one mid and two distal. One of the distal stents had in-stent restenosis (isr), and the 3.0x23mm cypher was deployed after predilation to treat it. Per reporter, there was no disease left untreated. Four days later, the patient had chest pain, and was found to have an mi with elevated serum markers and thrombosis in the cypher-treated lesion. It was treated with balloon anagioplasty.